Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. G5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Ampoule of tissue adhesive damaged at the joint, unable to use product normally.

Manufacturer narrative:
Samples received: 2 closed ampoules. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received two open samples, the ampoules received have been optically evaluated and a defect in the tip of the ampoules was found. Tip is bent. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. No corrective action required.